Event description:
The user facility reported that the dilator became damaged during preparation prior to a use. Follow-up communication confirmed that: the device was removed from the packaging and flushed with saline; at that time, it was noted that the dilator had become separated with a portion remaining in the sheath; therefore, the device was not used on the patient; and there was no reported impact to the patient.

Manufacturer narrative:
Results - is based upon evaluation of returned sample; is based upon testing of reserve samples conclusions - is based upon evaluation of returned sample and user facility information; are based upon testing of reserve samples the involved device was returned and evaluated. Examination confirmed that: the distal portion of the dilator had become completely separated; there was a bend in the dilator at approximately mid-way between the hub and the point of separation; the dilator edges adjacent to the point of separation appear consistent with a brittle fracture; and intentional bending of dilator at various points along the remaining undamaged section did not produce any similar breakage. Thorough visual examination & physical testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed there was no evidence of any abnormalities or defects and performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. The cause of the reported damage & separation of the dilator cannot be definitively determined based upon the available information. There is no indication of an increasing trend or relationship to a manufacturing process or material. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).